Event description:
It was reported when using the bd pyxis medstation system, drawer 2 failed, which prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care while removing medications, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer to resolve the issue and verified that new drawer was registering all pockets correctly and users were able to access the medications in the drawer. The system functioned as intended after the field service engineer troubleshooted the device.